Event description:
Pt underwent re-operation to replace product. There is not enough information to indicate a complaint againt the device.

Event description:
Leakage of saline from the system required surgical intervention to correct.